Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 65% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During unpacking of a 2.50x38mm promus element long drug-eluting stent, the physician noted that the proximal part of the stent strut was a little upward and not crimped on the balloon properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 65% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During unpacking of a 2.50x38mm promus element long drug-eluting stent, the physician noted that the proximal part of the stent strut was a little upward and not crimped on the balloon properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged with stent struts pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.